Manufacturer narrative:
Alleged failure: yellow object stuck at the distal tip of shaver, in the sterile package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be during the insertion of the inner cutter accidentally scraped the housing hub and remained attached to the cutter teeth. The improper cleaning process, qc incoming, and in-process inspections. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in the sterile packaging.